Event description:
A report was received that the patient's leads were explanted with unknown reason.

Manufacturer narrative:
Additional information was received that no further information will be provided to the bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that the patient¿s leads were explanted with unknown reason.